Event description:
The rep was restocking the customer's tray, and they found that the customer's quickdrive (when loaded with batteries) runs nonstop, no matter what is pushed. Then it will stop working all together. The rep did try other batteries, and the same thing happened.

Manufacturer narrative:
Upon return of device, investigation will occur, and a follow-up will be issued with proper evaluation codes, accordingly.